Event description:
The pump was giving unexplained beeps and noticed that they gave themselves 9.5u bolus. The customer drank a glass of milk and called 911. It was stated that their bgs dropped in 30 minutes. An ems was with the customer at the time of call. The customer was unstable and the troubleshooting could not be completed. Later on, the customer called back to verify that they were hospitalized after being treated by the ems at home. Also it stated that they heard the beeps when they were on the phone. The remote was in another room and the audio bolus feature was on at the time of occurrence. Customer was given tubes of glucopaste and IV of dextrose.